Manufacturer narrative:
Pending evaluation. Concomitant device: 300-51-45, 3878853 - 4.5 short fa rep plt kit.

Event description:
As reported, after approximately 2.5 months postop from the antibiotic spacer placement, concern for infection was gone, the patient and surgeon decided to revise to a reverse tsa for better function due to rotator cuff deficiency. A reverse was implanted retained the original stem. The patient was brought through a satisfactory and stable range of motion and the procedure was completed. The patient left the operating room stable and the surgeon expects a good outcome. Devices will not return due to hospital policy.

Manufacturer narrative:
It has been determined that this event is related to FDA number 1038671-2020-00228. Please see 1038671-2020-00228 for additional information regarding this case.